Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-pl device exhibited noise and oversensing which resulted in inappropriate atrial tachy response (atr) episodes with this non- boston scientific right atrial (ra) lead. This appeared to be due to minute ventilation (mv) oversensing. There was a jump of 100-150 ohms in ra lead pacing impedances, however pacing impedances remain in range. This crt-p and non-boston scientific ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).